Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/2.0 mm balloon ruptured at 5 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a 95% stenotic lesion in the apical left anterior descending coronary artery. The physician used a bmw guidewire and a heartrail guid catheter to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.